Event description:
The customer reported that while running a hepatitis core assay, summit sample handler, failed to pipette sample and diluent into wells a9 and a12 and no error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint humber 97-02545-05.